Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that: "this is a medical device vigilance report concerning two 2-diameter drill bits, part number 703690, that occurred on (B)(6) 2026 in the operating room. Description of the event the first drill bit broke during drilling upon contact with the existing pin. The second drill bit broke spontaneously during drilling. Consequence: the tips of both drill bits remained in the patient¿s bone. A third drill bit had to be used. The procedure was extended by approximately 15 minutes."